Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the delivery system was placed in the apex pointing towards the septum. The first contrast injection showed cardiac damage. A second injection was done, and pericardial effusion was observed. Fluoroscopy showed the cardiac silhouette not moving and after a couple of minutes, the patient experienced symptoms related to cardiac tamponade and syncope. Pericardiocentesis was performed and the effusion was shown to have stopped, which was confirmed through echocardiogram. A second implant attempt was performed successfully. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.